Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that upon deployment of this transcatheter bioprosthetic valve, an infold was noted with angiography and transesophageal echocardiogram (tee). The valve was recaptured. A new valve was used and implanted successfully. Two percloses used on the right femoral artery access site revealed good hemostasis. However, a dissection was noted on the right common iliac femoral artery and vascular damage on the right common femoral artery with imaging performed using a pigtail catheter in the left radial artery. The left femoral artery was punctured with a mircopuncture needle under the guidance of an echocardiogram. A 6 french (fr) sheath was inserted and a non-medtronic wire was used to advance the wire to the right superficial femoral artery. The wire was replace with another 5fr non-medtronic wire. A 8 millimeter (mm) non-medtronic balloon was used to inflate at 2 atmospheres (atm) within the right common femoral artery. Subsequently, after inflating the balloon twice for 3 minutes, the blood flow to the lower limbs improved. No additional adverse patient effects were reported.